Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified vessel below the knee. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 2 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient injuries reported and the patient condition was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks to the guidewire lumen. The guidewire lumen is separated 155.9cm from the hub. The balloon is separated 147.6cm from the hub. The guidewire lumen is stretched at the separation. Microscopic examination revealed no additional damages. The distal section of the balloon, distal section of the guidewire lumen, and the tip did not return for analysis. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified vessel below the knee. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 2 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient injuries reported and the patient condition was good.